Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches and cracks on the display window.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad when the customer attempted to enter her blood glucose and carbohydrate values. The blood glucose reading was 202 mg/dl. No significant events leading to the alarm were observed. She also noted that the battery cap was cracked. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.